Event description:
Information received by medtronic indicated that customer reported physical damage to the insulin pump and can no longer be used. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and mmt-1884 was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Test p-cap and reservoir locked properly into reservoir compartment during testing. After multiple battery replacement unit persisted on blank display. Pump received with blank display due to cracked case behind the pump at the battery compartment causing the battery tube to become loose and test battery cap not making contact to the battery tube. The battery tube assembly was push back in the right position, monitored and blank display temporarily not noted. Blank display persisted with out constant adjustment to battery tube. Unit was cut open and moisture damage was noted to pcba1 and pcba2. Unit received with scratched case, cracked case (battery tube), cacked case-corner of belt clip rails, battery tube threads - cracked, cracked keypad overlay at select button, stained keypad overlay. In summary, customer allegation for cosmetic damage was confirmed during visual inspection when broken case on battery tube was noted. Unit display would not power on without persistent pressure on the battery tube. Moisture was noted on electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.